Manufacturer narrative:
(B)(4).

Event description:
A post market clinical followup identified a surgery was conducted to revise a hammertoe due to a complete loss of correction approximately 2 weeks post implantation. A different sized hammertube was utilized during the revision. Patient recovered without sequelae.